Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('metal toxin') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), alopecia ("losse hair"), tooth loss ("loose teeth"), depression ("me in depression") and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the metal poisoning, alopecia, tooth loss, depression and back pain outcome was unknown. The reporter considered alopecia, back pain, depression, metal poisoning and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-metal poisoning, hair loss, tooth loss, depression, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('metal toxin') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), alopecia ("lose hair"), tooth loss ("loose teeth"), depression ("me in depression") and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in july 2017. At the time of the report, the metal poisoning, alopecia, tooth loss, depression and back pain outcome was unknown. The reporter considered alopecia, back pain, depression, metal poisoning and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-metal poisoning, hair loss, tooth loss, depression, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter information added event depression added. Case category updated to serious from non-serious. On 23-mar-2020: social media received: reporter information added, event lower back pain added. On 23-mar-2020: social media received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.